Event description:
It was reported that pump displayed altitude alarm while insulin delivery was suspended, and pump remained within validated operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove obstruction from speaker holes, gently clean area with soft brush and lint-free cloth, and remove and reconnect cartridge before waiting to resume insulin, but call was disconnected and callback attempts from technical support were unsuccessful, so no additional information was received regarding the outcome of the event.